Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation (uterus)/ 2nd device and broke through fallopian tube and lodged through uterus thus needing/ perforation of the myometrium of the ischium"), fallopian tube perforation ("device and broke through fallopian tube"), device dislocation ("migration of essure device location of device: one device dislodged and was never located."), device breakage ("fracturing of the implant") and genital haemorrhage ("clotting") in a 29-year-old female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida and asthma. Concurrent conditions included kidney stones, parity 5, abortion, smoker and dyspareunia. Family history included blood pressure high and breast cancer. Concomitant products included fentanyl, midazolam, morphine, propofol and rocuronium. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced pelvic pain ("pain"), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain lower ("cramping/ left side low in abdominal pain"), pain ("throbbing pain") and gait inability ("absolutly could not bend nor walk at time of that pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed in october 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, nausea, abdominal pain lower, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pain and gait inability was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, gait inability, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, can not walk, clotting, vaginal bleeding, uterine perforation, menorrhagia, cramping". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation (uterus)/ 2nd device and broke through fallopian tube and lodged through uterus thus needing/ perforation of the myometrium of the ischium / embedded into uterus"), fallopian tube perforation ("device and broke through fallopian tube"), device dislocation ("migration of essure device location of device: one device dislodged and was never located."), device breakage ("fracturing of the implant/ essure rod had broke free") and genital haemorrhage ("clotting / passed a huge blood clot") in a 29-year-old female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida and asthma. Concurrent conditions included kidney stones, parity 5, abortion, smoker and dyspareunia. Family history included blood pressure high and breast cancer. Concomitant products included fentanyl, midazolam, morphine, propofol and rocuronium. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("pain"), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain lower ("cramping/ left side low in abdominal pain"), pain ("throbbing pain"), gait inability ("absolutly could not bend nor walk at time of that pain") and abdominal pain upper ("horrible stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, nausea, abdominal pain lower, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pain and gait inability was resolving and the abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, gait inability, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, can not walk, clotting, vaginal bleeding, uterine perforation, menorrhagia, cramping". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "horrible stomach pain" added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation (uterus)/ 2nd device and broke through fallopian tube and lodged through uterus thus needing/ perforation of the myometrium of the ischium"), fallopian tube perforation ("device and broke through fallopian tube"), device dislocation ("migration of essure device location of device: one device dislodged and was never located."), device breakage ("fracturing of the implant") and genital haemorrhage ("clotting") in a 29-year-old female patient who had essure (batch no. 706579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii and asthma. Concurrent conditions included kidney stones, parity 5, abortion, smoker and dyspareunia. Family history included blood pressure high and breast cancer. Concomitant products included fentanyl, midazolam, morphine, propofol and rocuronium. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain ("pain"), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain lower ("cramping/ left side low in abdominal pain"), pain ("throbbing pain") and gait inability ("absolutely could not bend nor walk at time of that pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, nausea, abdominal pain lower, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pain and gait inability was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, gait inability, genital haemorrhage, menorrhagia, nausea, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, can not walk, clotting, vaginal bleeding, uterine perforation, menorrhagia, cramping". Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- device and broke through fallopian tube, uterine perforation, migration of essure device location of device: one device dislodged and was never located, 2nd device and broke through fallopian tube and lodged through uterus thus needing, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), throbbing pain, absolutely could not bend nor walk at time of that pain, she did not undergo confirmation test. And event- perforation of organs updated to uterine perforation. And event-left side low in abdominal pain, perforation of the myometrium of the ischium clubbed to previous events. Reporter information, medical history, concomitant drug, aka name, age were added. Events outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and genital haemorrhage ("clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain lower ("cramping") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the perforation, device breakage, genital haemorrhage, nausea, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage, nausea, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.